Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this issue is related to an operator error. Based on the information from the customer this issue is related to the incorrect connection of the donor during the disposable test prior to the trima instruction to connect the donor.

Event description:
The customer reported that they inadvertently connected the donor during the disposable settest. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The rdf showed the first time the cassette was loaded, bag evacuation passed successfully. However, the disposables test had a pressure failure. It is not conclusive, however it is possible that if the sample bag is not clamped prior to the disposables test as instructed, the ¿failure to pressurize¿ alarm will occur. The alarm screen text instructs the operator to verify the following:white clamps on the donor line are closed and no air is in the sample bag. The subsequent alarm screen, under ¿more info, explains how to remove air from the sample bag if it is present. There are additional causes for this alarm to occur including misloading of the set on the machine. After reloading the cassette, it appears the operator was able to perform this procedure and successfully continue the run. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.